Event description:
The operators, working in pairs, reported that during the transfer of the resident from the bed to the wheelchair, the resident slipped from the sling used with the maxi twin lift and fell to the ground. The patient sustained extensive detachment of a skin flap on the right leg, minor wounds on the right hand, and multiple injuries to the right side of the body and head, including several bruises. The patient was transported to the emergency room and subsequently hospitalized.

Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation.